Manufacturer narrative:
At the time of this report, the device is still implanted. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation revision with a mentor smooth round moderate profile 475cc saline implant where deflation occurred approximately four and half years after implantation. As a result, the patient will have the device explanted on (B)(6) 2018. No further information is available at this time.

Manufacturer narrative:
On 4/23/2018, mentor became aware that the actual date of explant was (B)(6) 2018. On 4/24/2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
Device evaluation summary: the device was returned to mentor without fluid inside. Brown material was observed within the device. No foreign material was observed on the shell surface. During examination, the product evaluation team (pe) observed a crease on the anterior aspect, extending to the posterior aspect. Two rents were observed; rent a measuring approximately 0.7 cm and rent b measuring approximately 0.3 cm, both on the posterior aspect. Leak testing was performed according to mentor procedures, and it revealed an additional leak site, a rent c measuring approximately 0.2 cm within the crease on the anterior aspect. Microscopic examination of the edges of the rent a & b revealed parallel striations. No other anomalies were found. The complaint was confirmed since a rupture was found in the device. Microscopic examination revealed parallel striations. This type of damage is more evident of sharp instrument damage rather than shell failure due to wear. At this point, it is not possible to determine the origin of the brown material observed in the device. The device history record (DHR) of lot number 6493076 was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. All implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices, and deflation is a known complication associated with these devices as referenced in our product insert data sheet. (B)(4).

Manufacturer narrative:
On 4/18/2018, mentor received additional information regarding this event. The actual date of event was (B)(6) 2017, and the replacement device was a mentor smooth round moderate profile 475cc saline implant, catalog # 3501680, s/n: (B)(4). Manufacturer¿s reference number: (B)(4).